Event description:
Patient was admitted to the hospital for removal and replacement of bilateral breast implants, total capsulectiomies and bilateral mastopexies secondary to status post bilateral aurmentation mammoplasty, status post left breast cancer with lumpectomy and irradiation, status post bilateral, silicone gel, breast implant ruptures. Patient authorized hospital to dispose of their surgically removed breast implants.